Manufacturer narrative:
Initial reporter was biomed. The correction of b5 describe event and problem, d1 brand name, product d2a product code and d2b product code description deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 9th august, 2024 getinge became aware of an issue with one of surgical equipment - 6000 sa spring arm - h fitting. As it was stated, the stickers were missing on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 9th august, 2024 getinge became aware of an issue with one of surgical light - prismalix. As it was stated, the labels were missing on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d1 brand name: 6000 sa spring arm - h fitting; corrected d1 brand name: prismalix. Product d2a product code: fxr; corrected d2a product code: fsy. Product d2b product code description: holder, camera, surgical; corrected d2b product code description: light, surgical, ceiling mounted. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 9th august, 2024 getinge became aware of an issue with one of surgical light - prismalix. As it was stated, the labels were missing on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical light - prismalix. As it was stated, the labels were missing on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event.it is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by the subject matter expert at the manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 9th august, 2024 getinge became aware of an issue with one of surgical equipment - 6000 sa spring arm - h fitting. As it was stated, the stickers were missing on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.